Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that when device was interrogated (still in the box), the parameters were showing vvi 65 ppm, however there were no elective replacement indicator (eri) or electrical reset warnings or messages. The device was not used. There was no patient contact or any complications have been reported as a result of this event.